Event description:
When the surgeon started drilling the tibial tunnel with 11 mm trephine drill, the tip expanded and bloomed. No patient injury or complications were reported as a result of this incident.